Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited atrial undersensing as noted on the current and stored electrograms with false device classified termination of atrial arrhythmia and inappropriate mode switching. The ra lead remains in use. No patient complications have been reported as a result of this event.